Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure in (B)(6) 2010. Post-implantation, the patient presented with pollakisuria, small voiding episodes, and urge incontinence. She was re-examined in a different hospital and underwent a cystoscopy, which showed that the tape of the sling perforated the patient's urethra. According to the complainant, this perforation most likely occured after placement of the advantage sling. Reportedly, the sling was removed (specifics unknown) at a different hospital during two operations on (B)(6), 2011. All other information, including the patient's current condition, is unknown.

Manufacturer narrative:
(B)(4).